Event description:
Legal counsel for the patient alleges that patient underwent a total hip arthroplasty on (B)(6) 2011. Legal counsel for patient reports patient allegations of personal injury. There has been no reported revision procedure. Additional information from patient¿s legal counsel reported patient allegations of pain, difficulty walking and tissue/bone destruction. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: material sensitivity reactions. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2012-02116 and 2014-05398).